Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 23. On (B)(6) 2026 loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.